Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) was 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to manual injections for insulin therapy.